Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6)2018 due to acute blood loss and anemia with melena. It was confirmed site of bleeding was gastrointestinal bleeding (gi) with no arteriovenous malformation (avm). The patient¿s anticoagulant at the time of event was warfarin. No abnormalities found in esophagogastroduodenoscopy (egd). The patient was transfused with a total of 9 unit of packed red blood cells (prbc). No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.